Event description:
It was reported that during surgery that while impacting the versa-dial adapter into the humeral head, the tip of the impactor fractured on the or table. The patient did not retain any foreign objects. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
Visual examination of the returned product identified signs of use with some gouges on the strike plate and scratches on the shaft of the impactor. The black poly impactor tip has been fractured and not all of the pieces have returned. There is a portion of the black impactor tip that remains in the handle of the device. Measured features f1, f4, and f12 on the print. All were conforming to the specifications of the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.